Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after changing the cartridge and infusion set tubing, the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 429 mg/dl. A correction bolus was delivered via the pump and the bg returned to the target level. The customer declined tandem technical support's offer to troubleshoot and indicated that the infusion set site would be changed later in the day.